Manufacturer narrative:
A review of the mfg paperwork has been conducted. Results - the review of the mfg paperwork verified that this lot met all pre-release specifications. Other related device implanted: gore tag thoracic endoprosthesis. (B) (4)

Event description:
On (B) (6) 2010, this pt was treated for a thoracoabdominal aortic aneurysm with three medtronic talent grafts and two gore tag thoracic endoprostheses. The aorta was severely diseased throughout and heavily thrombosed. The tag devices were placed between the medtronic grafts, lining the aorta from the left subclavian artery extending to approx 2 cm proximal to the celiac artery. The procedure went well with no complications. A spinal drain was placed prior to the procedure. The pt tolerated the procedure well. On (B) (6) 2010, approx 72 hours post-implant, the pt experienced paraplegia. The physician believes a clot of thrombus most likely caused an embolization. No treatment is planned at this time. The pt has not followed-up with the physician, but no further complications have been reported.